Event description:
Portion of medtronic peripheral nerve stimulator electrode retained in pterygopalatine fossa during its removal. The pt had a medtronic brand peripheral nerve stimulator implanted for supraorbital stimulation. The implanted device was having high impedance on a few circuits in the sphenopalatine ganglion (spg) lead. The pt underwent a planned surgical revision of the peripheral nerve stimulator. The electrode was removed but was noted to have two broken contacts.